Event description:
It was reported that the person with diabetes (pwd) had a line blocked alarm and changed their cleo 90 infusion set to resolve the alarm and resume insulin delivery. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation the adhesive pad was observed to be missing for both. The cannulas were observed to be bent from their original position. No other damages or anomalies were observed. The complaint of an bent cannula can be confirmed. The probable cause is due to an adhesion error during application of the infusion site. The complaint of an adhesive issue can be confirmed.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation the adhesive pad was observed to be missing for both. The cannulas were observed to be bent from their original position. No other damages or anomalies were observed. The complaint of an occlusion cannot be confirmed nor replicated.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.